Event description:
I use poligrip and my hands and feet have been tingling and some numbness. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 2006 - 2008. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.